Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. H3 other text : see h.10

Event description:
It was reported that the bd micro-fine ultra¿ pro pen needle appeared "plasticized" with foreign matter when the cap was removed. The following information was provided by the initial reporter, translated from french: "once the cap is removed, the needle appears totally plasticized and it is impossible to proceed with the injection"

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine ultra¿ pro pen needle appeared "plasticized" with foreign matter when the cap was removed. The following information was provided by the initial reporter, translated from french: "once the cap is removed, the needle appears totally plasticized and it is impossible to proceed with the injection"